Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included phlebolith. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), rash ("excessive rashes"), fatigue ("chronic fatigue"), migraine ("severe migraines"), dyspareunia ("pain during intercourse"), tooth disorder ("excessive dental problems") and abdominal pain ("abdominal pain"). At the time of the report, the pelvic pain, pelvic discomfort, abdominal distension, rash, fatigue, migraine, dyspareunia, tooth disorder and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, migraine, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Insertion date as per pfs: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: coils properly placed. Occlusion of both fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-sep-2021: medical record received. Patient middle name, aka name, reporter information added. Essure confirmation test result updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.